Manufacturer narrative:
The manufacturer previously reported receiving information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged black specs blowing out of the device. The patient has also alleged of having not getting enough oxygen from the device. The device was returned to the manufacturer's product investigation laboratory for investigation and the customer's complaint was not confirmed. During the investigation, the manufacturer observed an unknown dust contaminant on the observed on the iso port. There was no evidence of foam degradation observed. Section d9, h3 and h6 were updated/corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged not getting enough oxygen. There was no report of patient harm or injury. The device was returned, and the manufacturer confirmed the allegation, found evidence of foam degradation during device evaluation.